Event description:
Dr was performing a hysteroscopy and endometrial ablation. Dr set the working element down on the abdomen area of the female pt, when he switched to novasure device to perform the endometrial ablation. At the end of the procedure, they noticed burn hole in pt drape and confirmed burn on pt's inner knee. It was a small oval black mark about the size of a pencil eraser. Procedure was completed with no other impact on pt. They treated burn with silvadene. She had a follow up visit with dr who stated the burn was healing. No other medical attention was necessary.